Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in cloudy effluent. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug infusion (dose, route and frequency were not reported) during the day and unspecified drugs (intraperitoneal, doses and frequencies were not reported) for treatment at night. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the time of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.